Event description:
Patient reported that she received burns in two places on her lower back where electrodes were placed.

Manufacturer narrative:
The device's circuit board was damaged by the user, the circuit board could not be repaired and had to be scrapped. Investigation: the patient stated that the unit burned her in two areas on her lower back where the electrodes were placed. DHR review revealed that the unit was manufactured by zynex on (B)(6) 2011, with no issues. Unit passed zynex final testing with no issues. No compliance data available. Unit tested by (B)(6), manufacturing technician, on (B)(6) 2011. The unit would not turn on. When the unit was opened, there was a compartment (u18) laying loosely in the enclosure. He noticed that there were some components missing at the bottom of the board, r65, c43, c48, near where there were several marks on the board itself. This area is where there is an opening in the enclosure for the battery cover to fit in. The lead wires were returned with the unit and tested good but the electrodes were not returned. There is no way to confirm if there was any problem with the unit since it had damage to the board that rendered it inoperable. The board was too damaged to repair and so the unit will be scrapped. Conclusion: this failure of the unit was due to customer abuse. We could not verify any problem with the electrodes since they were not returned.